Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered five bursts of anti-tachycardia pacing (atp) as well as six shocks. Technical services (ts) reviewed the episode data and noted that the therapy appeared to be a result of a conducted supraventricular tachycardia (svt). Devie reprogramming options were discussed. This device remains in service. No additional adverse patient effects were reported.